Manufacturer narrative:
The complainant was unable to report a valid device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, failed to clip and went out along with the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, failed to clip and went out along with the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to clip and went out along with the catheter. Block h10: investigation results: a visual examination of the returned complaint device noted that the clip assembly was returned with the device. The clip arms were found misaligned. The tabs were locked into the capsule. A functional analysis was performed and the clip assembly was able to be activated and deployed. One distinctive click was heard during the deployment. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block d4 (lot number, catalog number, expiration date) and block h4 (device manufacture date).